Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
Terumo medical received an uf medwatch report # (B)(4). The event description states: "the angio-seal vascular closure device did not deploy to close femoral artery. They are unsure why the device failed, however, the entire device was removed from the patient's body with plug intact. The md examined the device and determined that the failed device was removed in its entirety. The patient was then administered protamine to decrease the effectiveness of the heparin that had been given for the procedure and manual pressure was applied until hemostasis was obtained. No hematoma observed. The original procedure was close vessel post procedure."